Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that 36 patients underwent tlif using rhbmp-2/acs. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. Cage migration was observed in 9 patients who underwent tlifs using a peek cage. Per the authors, endplate resorption caused loosening of the cage that then became at risk for migration. Cage migration was not observed at 6 months after surgery when new bone was visible on radiographs. Despite adequate stabilization of the cage, migration could not be prevented because of the lysis associated with the use of bmp.